Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The isi fse confirmed c-34 error and monopolar not working. The isi fse replaced integrated electro surgical unit (iesu) to resolve reported issue. The system was tested and verified as ready for use. Isi did receive a da vinci product involved with this complaint to perform failure analysis (fa). The unit was placed on an in-house system and was run in normal mode. The reported failure was confirmed and reproduced.

Event description:
It was reported that during a da vinci-assisted benign hysterectomy surgical procedure, the customer contacted intuitive surgical, inc. (Isi) technical service engineer (tse) and reported c-34 error and monopolar was not working. The customer attempted multiple power cycles of the integrated electrosurgical unit (iesu) but the issue persisted. The customer stated they did not have the covidien activation cable to use as a backup. The site moved the monopolar cord from the erbe to the covidien electrosurgical unit and put the external pedals from the covidien on the floor next to the da vinci cable to try and complete this case. The procedure was completed as planned with no reported injury. Isi followed up with the initial reporter and obtained the following additional information: the type of da vinci-assisted surgical procedure performed was a hysterectomy. Ports were placed prior to the issue being identified. The procedure was completed with a covidien generator. Iesu was exchanged by the isi field service engineer after the surgery was completed.